Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. Blood glucose value is unknown. Troubleshooting was not completed since the customer was not present with the device. It was advised to have the customer discontinue the use of the device and revert to a back-up plan. The insulin pump was not replaced or returned for analysis.